Event description:
It was reported that the patient needs a battery change due to a non-functioning vagal nerve stimulator. An increase in seizures was reported as the physician noted that the patient was ¿now with dead battery in vns unit and has recurrent seizures". Follow-up from the physician¿s office provided that the patient¿s mother called and stated that the patient had a very severe seizure that caused him to fall down the stairs and injure himself. It was stated that the battery is definitely "on 0" and the patient was experiencing severe seizures. An implant card was received which provided the generator had been replace prophylactically. Follow-up from the company representative provided that the intensified follow-up indicator was displaying during pre-operative interrogation. The explanted generator was reported to have been discarded. Additional relevant information has not been received to-date.

Event description:
Follow-up from the company representative who spoke to the physician provided that the increase in seizures was not worse than before vns and was not related to vns therapy.